Manufacturer narrative:
The initial reported event of lead failure was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. Product event summary: the distal portion of the lead was returned and analyzed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
A lawsuit alleged that the patient suffered physical and other injury as a result of the recalled lead. It further alleged that the patient has sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish, economic losses and other damages. The patient has suffered physical injuries and various physical manifestations of emotional distress. The lead was also noted to have failed and be defective. The lead was ultimately explanted and replaced. No further patient complications were reported as a result of this event.